Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a valve, and they continued to remain symptomatic. According to the report, the patient required repeat revision two days later with replacement of the valve and catheter for malfunction. Intraoperatively, the valve noted to not drain unless pressure exceeded 25-30 cm h20. The system was tested with a manometer intraoperatively. Reportedly, the valve may have been stuck in between settings resulting in limited to no drainage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.